Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door six was double clicking. A field service engineer removed the latch panel and replaced the wiring harness. Also found that the auxiliary full-height smart drawer 4 was sticking when pulled out halfway; both slide bumpers were replaced to resolve the issue. All micro switch contacts were cleaned, wire harness connections were tightened, stabilizer was applied to the white harness connection, and black grease was applied to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer stuck and tower door was clicking. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.